Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose that day was 500 mg/dl with nausea and symptoms of dehydration (dizzy, lightheaded). The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, the pump¿s delivery settings were not recently changed by a healthcare provider, and the patient remained on pump therapy. During troubleshooting, a cartridge leak was reported. This complaint is being reported because the reporter health event was attributed to a device malfunction.